Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 4330300003) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "that one of the coils was difficult to place" and device ineffective "failure to occlude close) fallopian tube(s),". The patient's past medical history included migraine and headache. Concurrent conditions included overweight, hypertension, benign intracranial hypertension, blood pressure high, gastroesophageal reflux disease, kidney stones, anemia and uterine bleeding. Concomitant products included acetazolamide, ascorbic acid (vitamin c), axotal (butalbital, acetaminophen & caffeine), biotin, buspirone, calcium, cyanocobalamin-tannin complex (b12), duloxetine, dyazide (hydrochlorothiazide with triamterene), fish oil, ibuprofen (advil [ibuprofen]), naproxen sodium, nicotinic acid (niacin), paracetamol (tylenol), prinzide (lisinopril w/hydrochlorothiazide), ranitidine, topiramate, tramadol and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches/migraines / headaches"), depression ("depression/psychological or psychiatric problems condition: extreme mood changes and depression"), mood altered ("hormonal changes describe: extreme mood changes, hot flashes/psychological or psychiatric problems condition:extreme mood changes"), hot flush ("hormonal changes describe: extreme mood changes, hot flashes"), anxiety ("psychological or psychiatric problems condition: extreme mood changes and depression, anxiety"), dry skin ("rashes or skin conditions type: dry skin, rashes on skin under breasts"), rash ("rashes or skin conditions type: dry skin, rashes on skin under breasts"), dysuria ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), urinary incontinence ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), migraine ("headaches/migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and nausea ("nausea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/pain in lower back"), weight increased ("weight gain/weight gain"), fatigue ("fatigue/fatigue"), stress ("emotional stress"), confusional state ("neurological conditions or problems type: confusion, memory problems"), memory impairment ("neurological conditions or problems type: confusion, memory problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower stomach area pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, weight increased, fatigue, stress, depression, mood altered, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, dry skin, rash, dysuria, urinary incontinence, migraine, endometriosis, nausea, confusional state, memory impairment, dysmenorrhoea, vaginal discharge and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the back pain and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, confusional state, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, stress, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion, failure to occlude; in (B)(6) 2011: both tubes blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, migraine headaches, hot flashes, abnormal bleeding, fatigue, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: hormonal changes describe: extreme mood changes, hot flashes, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: extreme mood changes and depression, anxiety, rashes or skin conditions type: dry skin, rashes on skin under breasts, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: endometriosis, nausea, neurological conditions or problems type: confusion, memory problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, failure to occlude (close) fallopian tube(s), fatigue, weight gain, outcome of the events updated, patient's medical history and concomitant medications were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general)") in an adult female patient who had essure (batch no. 4330300003 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "that one of the coils was difficult to place" and device ineffective "failure to occlude close) fallopian tube(s),". The patient's past medical history included migraine and headache. Concurrent conditions included overweight, hypertension, benign intracranial hypertension, blood pressure high, gastroesophageal reflux disease, kidney stones, anemia and uterine bleeding. Concomitant products included acetazolamide, ascorbic acid (vitamin c), axotal (butalbital, acetaminophen & caffeine), biotin, buspirone, calcium, cyanocobalamin-tannin complex (b12), duloxetine, dyazide (hydrochlorothiazide with triamterene), fish oil, ibuprofen (advil [ibuprofen]), naproxen sodium, nicotinic acid (niacin), paracetamol (tylenol), prinzide (lisinopril w/hydrochlorothiazide), ranitidine, topiramate, tramadol and venlafaxine. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced headache ("headaches/migraines / headaches"), depression ("depression/psychological or psychiatric problems condition: extreme mood changes and depression"), mood altered ("hormonal changes describe: extreme mood changes, hot flashes/psychological or psychiatric problems condition:extreme mood changes"), hot flush ("hormonal changes describe: extreme mood changes, hot flashes"), anxiety ("psychological or psychiatric problems condition: extreme mood changes and depression, anxiety"), dry skin ("rashes or skin conditions type: dry skin, rashes on skin under breasts"), rash ("rashes or skin conditions type: dry skin, rashes on skin under breasts"), dysuria ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), urinary incontinence ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), migraine ("headaches/migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and nausea ("nausea"). In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/pain in lower back"), weight increased ("weight gain/weight gain"), fatigue ("fatigue/fatigue"), stress ("emotional stress"), confusional state ("neurological conditions or problems type: confusion, memory problems"), memory impairment ("neurological conditions or problems type: confusion, memory problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower stomach area pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, headache, weight increased, fatigue, stress, depression, mood altered, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, dry skin, rash, dysuria, urinary incontinence, migraine, endometriosis, nausea, confusional state, memory impairment, dysmenorrhoea, vaginal discharge and abdominal pain lower outcome was unknown, the genital haemorrhage had resolved and the back pain and dyspareunia was resolving. The reporter considered abdominal pain lower, anxiety, back pain, confusional state, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, memory impairment, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, stress, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in october 2010: total bilateral occlusion, failure to occlude; in january 2011: both tubes blocked concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, migraine headaches, hot flashes, abnormal bleeding, fatigue. Lot number 4330300003 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint (reported batch information is not valid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') and nephrolithiasis ('I have a kidney stone in my left kidney') in a 42-year-old female patient who had essure (batch no. 4330300003 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "that one of the coils was difficult to place" and device ineffective "failure to occlude close) fallopian tube(s),". The patient's medical history included migraine, headache, dysmenorrhea, abdominal pain, carpal tunnel release, hemostasis, paratubal cyst and cesarean section. Concurrent conditions included overweight, hypertension, benign intracranial hypertension, blood pressure high, gastroesophageal reflux disease, kidney stones, anemia and uterine bleeding. Concomitant products included acetazolamide, ascorbic acid, biotin, buspirone, butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), calcium, duloxetine, fish oil, hydrochlorothiazide;lisinopril (lisinopril/hydrochlorothiazide), hydrochlorothiazide;triamterene (hydrochlorothiazide with triamterene), ibuprofen (advil), naproxen sodium, nicotinic acid (niacin), paracetamol (tylenol), ranitidine, topiramate, tramadol and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain/weight gain"). In 2011, the patient experienced headache ("headaches/migraines / headaches"), fatigue ("fatigue/fatigue/ tired"), depression ("depression/psychological or psychiatric problems condition: extreme mood changes and depression"), mood altered ("hormonal changes describe: extreme mood changes, hot flashes/psychological or psychiatric problems condition:extreme mood changes"), hot flush ("hormonal changes describe: extreme mood changes, hot flashes"), anxiety ("psychological or psychiatric problems condition: extreme mood changes and depression, anxiety"), dry skin ("rashes or skin conditions type: dry skin, rashes on skin under breasts"), rash ("rashes or skin conditions type: dry skin, rashes on skin under breasts, rash on my chest"), dysuria ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), urinary incontinence ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), migraine ("headaches/migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), confusional state ("neurological conditions or problems type: confusion, memory problems"), memory impairment ("neurological conditions or problems type: confusion, memory problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/very heavy bleeding/ heavy peroids"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)/extremely painful periods/ painful periods"). On an unknown date, the patient experienced back pain ("lower back pain/pain in lower back"), stress ("emotional stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower stomach area pain"), arthralgia ("joint pain"), nephrolithiasis (seriousness criterion medically significant), gastrointestinal infection ("stomach bug"), influenza ("flu"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), cough ("cough"), throat irritation ("itchy/scratchy throat"), abdominal discomfort ("upset stomach"), muscle strain ("strained neck"), feeling abnormal ("brain fog"), insomnia ("insomina"), irritability ("irritability"), abdominal distension ("bloating"), asthenia ("no energy"), malaise ("sickness"), rash papular ("reddness with bumps") and crying ("crying"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, weight increased, fatigue, stress, depression, mood altered, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, dry skin, rash, dysuria, urinary incontinence, migraine, endometriosis, nausea, confusional state, memory impairment, dysmenorrhoea, vaginal discharge, abdominal pain lower, arthralgia, gastrointestinal infection, influenza, nasopharyngitis, sinusitis, cough, throat irritation, abdominal discomfort, muscle strain, feeling abnormal, insomnia, irritability, abdominal distension, asthenia, malaise, rash papular and crying outcome was unknown, the genital haemorrhage had resolved and the back pain and dyspareunia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, anxiety, arthralgia, asthenia, back pain, confusional state, cough, crying, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal infection, genital haemorrhage, headache, hot flush, influenza, insomnia, irritability, malaise, memory impairment, menorrhagia, migraine, mood altered, muscle strain, nasopharyngitis, nausea, nephrolithiasis, pelvic pain, rash, rash papular, sinusitis, stress, throat irritation, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery .5 coils noted from left tube. 5 coils noted from right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion, failure to occlude; on (B)(6) 2010: total bilateral occlusion, failure to occlude (close) fallopian tubes.; in (B)(6) 2011: results: both tubes blocked.. Pathology test - on (B)(6) 2016: diagnosis: uterus and bilateral fallopian tubes, supra cervical hysterectomy and bilateral salpingectomy: endometrium - proliferative endometrium. Myometrium - adenomyosis and intramural leiomyoma. Serosa - no significant pathologic change. Bilateral fallopian tubes - fimbriated fallopian tubes, each with an intraluminal coiled metallic device, and one with a benign para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, migraine headaches, hot flashes, abnormal bleeding, fatigue. Lot number 4330300003 is not valid. Concerning the injuries reported in this case, the following ones were added from social media: arthralgia, nephrolithiasis, gastrointestinal infection, influenza, nasopharyngitis, sinusitis, cough, throat irritation, feeling abnormal, insomnia, irritability, abdominal distension, asthenia, malaise, crying. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: plaintiff fact sheet was received. Event added from pfs- crying. Reporter information were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain') and genital haemorrhage ('abnormal bleeding/abnormal bleeding (general)') in a 42-year-old female patient who had essure (batch no. 4330300003 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "that one of the coils was difficult to place" and device ineffective "failure to occlude close) fallopian tube(s),". The patient's medical history included migraine, headache, dysmenorrhea, abdominal pain, carpal tunnel release, hemostasis, paratubal cyst and cesarean section. Concurrent conditions included overweight, hypertension, benign intracranial hypertension, blood pressure high, gastroesophageal reflux disease, kidney stones, anemia and uterine bleeding. Concomitant products included acetazolamide, ascorbic acid, biotin, buspirone, butalbital;caffeine;paracetamol (butalbital, acetaminophen & caffeine), calcium, duloxetine, fish oil, hydrochlorothiazide;lisinopril (lisinopril/hydrochlorothiazide), hydrochlorothiazide;triamterene (hydrochlorothiazide with triamterene), ibuprofen (advil), naproxen sodium, nicotinic acid (niacin), paracetamol (tylenol), ranitidine, topiramate, tramadol and venlafaxine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain/weight gain"). In 2011, the patient experienced headache ("headaches/migraines / headaches"), fatigue ("fatigue/fatigue"), depression ("depression/psychological or psychiatric problems condition: extreme mood changes and depression"), mood altered ("hormonal changes describe: extreme mood changes, hot flashes/psychological or psychiatric problems condition:extreme mood changes"), hot flush ("hormonal changes describe: extreme mood changes, hot flashes"), anxiety ("psychological or psychiatric problems condition: extreme mood changes and depression, anxiety"), dry skin ("rashes or skin conditions type: dry skin, rashes on skin under breasts"), rash ("rashes or skin conditions type: dry skin, rashes on skin under breasts, rash on my chest"), dysuria ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), urinary incontinence ("bladder or urinary problems or changes: burning with urination, urinary incontinence"), migraine ("headaches/migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), nausea ("nausea"), confusional state ("neurological conditions or problems type: confusion, memory problems"), memory impairment ("neurological conditions or problems type: confusion, memory problems") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/very heavy bleeding"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant), 6 years after insertion of essure. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)/extremely painful periods"). On an unknown date, the patient experienced back pain ("lower back pain/pain in lower back"), stress ("emotional stress"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower stomach area pain"), arthralgia ("joint pain"), nephrolithiasis ("I have a kidney stone in my left kidney"), gastrointestinal infection ("stomach bug"), influenza ("flu"), nasopharyngitis ("cold"), sinusitis ("sinus infection"), cough ("cough"), throat irritation ("itchy/scratchy throat"), abdominal discomfort ("upset stomach"), muscle strain ("strained neck"), feeling abnormal ("brain fog"), insomnia ("insomnia"), irritability ("irritability"), abdominal distension ("bloating"), asthenia ("no energy"), malaise ("sickness") and rash papular ("redness with bumps"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, weight increased, fatigue, stress, depression, mood altered, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, dry skin, rash, dysuria, urinary incontinence, migraine, endometriosis, nausea, confusional state, memory impairment, dysmenorrhoea, vaginal discharge, abdominal pain lower, arthralgia, gastrointestinal infection, influenza, nasopharyngitis, sinusitis, cough, throat irritation, abdominal discomfort, muscle strain, feeling abnormal, insomnia, irritability, abdominal distension, asthenia, malaise and rash papular outcome was unknown, the genital haemorrhage had resolved and the back pain and dyspareunia was resolving. The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, anxiety, arthralgia, asthenia, back pain, confusional state, cough, depression, dry skin, dysmenorrhoea, dyspareunia, dysuria, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal infection, genital haemorrhage, headache, hot flush, influenza, insomnia, irritability, malaise, memory impairment, menorrhagia, migraine, mood altered, muscle strain, nasopharyngitis, nausea, nephrolithiasis, pelvic pain, rash, rash papular, sinusitis, stress, throat irritation, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery .5 coils noted from left tube. 5 coils noted from right tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion, failure to occlude; on (B)(6) 2010: total bilateral occlusion, failure to occlude (close) fallopian tubes.; in (B)(6) 2011: results: both tubes blocked.. Pathology test - on (B)(6) 2016: diagnosis: uterus and bilateral fallopian tubes, supra cervical hysterectomy and bilateral salpingectomy: endometrium - proliferative endometrium. Myometrium - adenomyosis and intramural leiomyoma. Serosa - no significant pathologic change. Bilateral fallopian tubes - fimbriated fallopian tubes, each with an intraluminal coiled metallic device, and one with a benign para tubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, migraine headaches, hot flashes, abnormal bleeding, fatigue. Lot number 4330300003 is not valid. Concerning the injuries reported in this case, the following ones were added from social media: arthralgia, nephrolithiasis, gastrointestinal infection, influenza, nasopharyngitis, sinusitis, cough, throat irritation, feeling abnormal, insomnia, irritability, abdominal distension, asthenia, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media record received. Events: : joint pain, I have a kidney stone in my left kidney, stomach bug, flu, cold, sinus infection, cough, itchy/scratchy throat, brain fog, insomnia, irritability, bloating, no energy, sickness were added. Lab data was updated. Fu 6 & 7 processed together. On 13-nov-2019: pfs received. Event: redness with bumps was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), headache ("headaches"), weight increased ("weight gain"), fatigue ("fatigue"), stress ("emotional stress") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, back pain, headache, weight increased, fatigue, stress and depression outcome was unknown. The reporter considered back pain, depression, fatigue, genital haemorrhage, headache, pelvic pain, stress and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.